Event description:
It was reported that the customer was hospitalized due to high blood pressure, and in about an hour, the blood glucose reading was in the 400 mg/dl range. The customer was unsure of the date of the adverse event but estimated that it occurred in the middle of august. She reported that she had received multiple sensor alarms leading up to the event. She stated that her father took her to the hospital, where she was hydrated and treated with pain medicine for her headaches. She noted that when her doctor was not looking, she treated herself with insulin against the doctor's orders to wait to confirm high blood glucose. In 2 hours, the blood glucose reading was in the 250 mg/dl range. She declined troubleshoot for high blood glucose, stating that there was nothing wrong with the sensors; she did not like how often the device requested her to check her blood glucose levels and calibrate. She said there were too many high/low alarms. Advised her to call if needed. Nothing further reported.

Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. Please see medwatch report # 2032227-2014-44096.